Manufacturer narrative:
Sections a2 and a4: information unknown/not provided. Section b3 - date of event: exact date not provided. Article acceptance date is 6 july 2023. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: information unknown/not provided. Section d6b - explant date: n/a, device remains implanted. Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Section h3-other (81): the intraocular lens was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: nagata, m., matsushima, h., mukai, k., senoo, t., & nishi, o. (2023). Inhibition of anterior capsule opacification and contraction by the elevated anterior rim of the intraocular lens optic. Japanese journal of ophthalmology, 67(6), 693¿698. Https://doi.org/10.1007/s10384-023-01013-7 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: inhibition of anterior capsule opacification and contraction by the elevated anterior rim of the intraocular lens optic a retrospective cohort study was done to verify the anterior capsule opacification (aco) and contraction (acc) of the zcb00v intraocular lens (iol), made of the same material as the ar40e with a high acc rate. A total of 69 eyes of 35 patients diagnosed with grade 2¿4 cataracts underwent phacoemulsification and were implanted with either a zcb00v (n=35 eyes; johnson & johnson vision) or fy-60ad (n=34; hoya surgical optics) iol. At 6-months post-iol implantation, it was reported that the anterior capsule contraction (acc) rates (mean ± standard deviation) were at 0.25 ± 2.36% and the anterior capsule opacification (aco) percentages (mean ± standard deviation) were determined to be 16.90 ± 8.34% in the zcb00v group. There are no indications in the article of any interventions provided.